Event description:
It was reported that the patient fell and presented to have his pulse generator checked. The atrial lead had dislodged, and was successfully repositioned.

Manufacturer narrative:
No medwatch form was received.